Event description:
It was reported that during an embolization procedure for the treatment of an intracranial aneurysm. The microcatheter had insufficient support to force the advancement of the coil as a result the microcatheter kicked back and dropped. The coil had resistance and could not reach the lumen through the microcatheter entrance. The microcatheter was removed from the patient successfully. Another microcatheter was used to complete the procedure. There was no patient injury or intervention. The patient is fine.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned headway 17 found that the device did not kick back while an in-house coil system was being advance into the microcatheter hub; furthermore, the in-house coil system was able to advance smoothly through the returned microcatheter without friction or resistance during functional testing. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The coil system used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.